Manufacturer narrative:
Electrode belt 59060745 has been returned. The evaluation of the reported problem (damaged connector) was confirmed. Upon investigation, the electrode belt connector was damaged and unable to latch to a monitor. The root cause for the damaged connector was excessive force. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.